Manufacturer narrative:
(B)(4). Batch number: r57r4g. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The reload (b) was received partially fired 1/16. The reload (c) was received unfired, with the pan dislodged from proximal end left side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. Two photos were provided; picture one shows a blue reload inside of a plastic bag from the bottom view. The sled can be seen partially advance. This condition on the returned reload would not allow the device to fire. Picture two shows the distal end of a reload from top view. The sled can be seen in its home position with the pan dislodge from left side proximal end. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that the device could not fire. During the endoscopic gastrectomy, could not fire on the 1st firing, checked the reload, found the sled was under the deck, not under the pan as the photo shows. Changed another reload, still could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.